Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving bupivacaine (concentration 15 mg/ml, dose 6.4 mg/day) and dilaudid (concentration 15 mg/ml, dose 6.4 mg/day) via an implantable pump for non-malignant pain and chronic low back pain. A motor stall was seen at initial interrogation, the patient did not recently have a magnetic resonance imaging, patient was at home when the stall occurred, the stall occurred on the day prior to this report date at 13:24 and recovered on the same day. The patient felt a little funny but was better on this report date. No further complications were anticipated/reported further information reported by the patient via a company representative indicated that the pump failed, it was noted that the pump had a non critical alarm on (B)(6) as previously reported and then began to critically alarm on the morning of (B)(6), pump was interrogated and showed a stall on (B)(6) at 10am, the patient was told to go to the emergency room and the pump was replaced that night, the company representative was notified on (B)(6), the event date was reported as (B)(6), the pump was explanted and would be returned. The company representative was in possession of the explanted product. At the time of this report, the issue was resolved, patient status was ¿alive-no injury¿ (the drug dose of dilaudid was reported at 6.5 mg/day). According to the logs provided, the dose for both drugs were 6.498 mg/day, the estimated elective replacement indicator was 31m. The stall occurred on (B)(6) at 12:33, recovered (B)(6) at 19:38 and stalled again on (B)(6) 10:05.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.